Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-171777 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced dka (diabetic ketoacidosis) following two consecutive sensor failures on (B)(6) 2024. The episode occurred after the sensors had been inserted in the abdomen. The patient did not have any additional sensor supplies. The patient developed nausea and vomiting. She checked her bg (blood glucose), and it was high. She called her doctor and was advised to take a correct dose of insulin. An unspecified time later, she called 911 and was transported to the hospital. There, she was diagnosed with dka and treated with IV fluids. The bg was checked in the ed (emergency department); however, the values were not remembered. The patient was discharged the same day and was feeling okay at the time of the report. There was no documentation of further medical evaluation or intervention for symptomatic dka. Data investigation could not confirm sensor failure issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.